Event description:
On 10-nov-2021, the following information was reported to kci by the wound care center nurse: the patient allegedly developed necrosis following activ.a.c.¿ ion progress¿ remote therapy monitoring system use. On 23-nov-2021, clinical records from the wound care center were received by kci which noted the following: on (B)(6) 2021, patient was seen at wound care center and stated he was tolerating v.a.c.® therapy well but noticed a foul odor from the wound. The physician noted the patient's right great toe was red and swollen and antibiotics were ordered to treat the right great toe cellulitis. The nurse assessment indicates a large amount of adherent slough to the right calcaneous (heel) wound with serosanguineous exudate, purulent exudate and foul odor. Debridement was not performed and v.a.c.® therapy was removed with alternate dressing orders. On 29-nov-2021, the following information was reported to kci by the wound care center nurse: on (B)(6) 2021, the right heel wound allegedly appeared almost 100% necrotic and prior to v.a.c.® placement on (B)(6) 2021, the wound had pink granulation tissue. The patient received wound debridements on (B)(6) 2021, (B)(6)2021, and (B)(6)2021 and the necrotic tissue has resolved. The antibiotics ordered on (B)(6)2021 were for the right great toe infection and unrelated to v.a.c.® therapy. On 02-dec-2021, a device evaluation was completed by kci quality engineering. On 07-oct-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On 03-nov-2021, the device was placed with the patient. On 02-dec-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis/adherent slough and the subsequent debridements are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has diagnoses of morbid obesity, diabetes mellitus with peripheral neuropathy, venous insufficiency and has a right heel diabetic foot ulcer that was infected on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021, the patient underwent a ceretec wbc scan with findings most consistent with cellulitis at the dorsal medial plantar aspect of the right heel, corresponding to the site of patient's wound. Furthermore, the patient was diagnosed with a right great toe infection, unrelated to v.a.c.® therapy, concurrently with the development of the necrosis to the right heel wound. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Foot wounds for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).